Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient the device was unable to power on intermittently. Complainant indicated that the device was able to power on by using excessive force to install the battery. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.